Event description:
The intracranial pressure of the patient could not be monitored for many hours. The icp system initially functioned acceptably, however a flat icp wavelength with fluctuating values was later observed. The patient was not injured due to this event.